Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and presented a fluid loss from the right cylinder to the pump in the tubing. The ipp was explanted and replaced. There were no patient complications reported.